Event description:
During a routine shift check by a clinician, the device was unable to charge energy. Complainant indicated that there was no patient involvement in the reported malfucntion. Complainant indicated that subsequent biomed testing was unable to duplicate the malfunction.